Manufacturer narrative:
Product event summary: the controller and two (2) batteries (bat596476 and bat596479) were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several momentary disconnections involving bat596479 without leading to power switching events. There is no evidence that the lubrication servicing was performed on the reported devices. Additionally, analysis of the event log file revealed two (2) controller power up event, with associated motor start event, logged on 10/jan/2019 at 19:16:49 and 29/jan/2019 at 22:02:08 hours, indicating a loss of power to the controller. The data point prior to the first controller power up, logged at 19:04:39, revealed that bat596476 was connected to power port one (1) with 97% relative state of charge (rsoc) and bat596483 was connected to power port two (2) with 27% relative state of charge (rsoc). The data point after the first controller power up, logged at 19:17:24, revealed that no power source was connected to power port one (1) and the ac adapter was connected to power port one (1). The data point prior to the second (2) controller power up, logged at 21:58:35, revealed that bat596476 was connected to power port one (1) with 93% relative state of charge (rsoc) and no power source was connected to power port two (2). The data point after the second controller power up, logged at 22:02:43, revealed that the ac adapter was connected to power port one (1) and bat596479 was connected to power port two (2). The controller was without power for 14 seconds and 12 seconds respectively. According to instruction of use (IFU) " if a charged battery is not connected to the controller within 20 seconds, the ¿power disconnect¿ message will be displayed on the controller display and an alarm will sound". Additionally, momentary disconnections will result in an audible tone which also could be perceived as power disconnects. As a result, the reported power switching, data transfer error and no sound could not be confirmed. However, the power disconnect alarm and controller power up event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation evaluated events involving the controller losing power. Another internal investigation evaluated momentary disconnections. Applicable risk documentation and experience with events of similar data transfer error were considered; a possible root cause can be attributed, but not limited to, a component malfunction within the serial module, a serial port connector malfunction and/or a marginal internal connection between the serial port connector and the printed circuit board (pcb). A possible root cause of the reported no sound can be attributed, but not limited to, a faulty component and/or faulty internal battery. Additional products: battery, bat596476 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 battery, bat596476 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system - battery, serial #: (B)(4) / model #: 1650de / catalog #: 1650de / expiration date: 2019-02-28, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2018-02-28. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system - battery, serial #: (B)(4) / model #: 1650de / catalog #: 1650de / expiration date: 2019-02-28, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2018-02-28. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a suspected power switching event. The patient's nurse noted an alarm saying "power disconnect: reconnect power side 1" on the controller, but also noted that the power source connections were adequate and the batteries were at full power. While performing a power source exchange, the nurse disconnected the battery on port 1, and the controller went blank. However no alarm sounded. The nurse immediately connected an ac adapter to power port 1 and the controller regained power. No physical abnormalities were noted on the controller or battery connections. It was further reported that the controller had a data transfer error when trying to obtain logs for the event. The controller and batteries remain in use. No patient complications have been reported as a result of this event.